Event description:
It was reported by a customer on (B)(6) 2011 the procedure was canceled since there was a recurring error 961 "fiber temp". Per the customer, the fibers were changed after the 961 error but the error returned. The procedure was canceled.